Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source displayed b30 error during reprocessing. After consulting with a technician, likely the socket is dirty or corroded. There were no reports of patient involvement.